Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was analyzed and found a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a frayed cable. It was unknown if there was fragment falling inside the patient. No known impact or patient consequence was reported.